Manufacturer narrative:
It is alleged that "the patient received a cook gunther tulip filter on (B)(6) 2006 at (B)(6) health system in (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. (B)(4). Evaluation: no information regarding the event was provided. The device was not returned to assist with the evaluation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. No conclusion can be drawn based on the incomplete information provided on alleged injuries. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "the patient received a cook gunther tulip filter on (B)(6) 2006 at (B)(6) health system in (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2006 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4).

Event description:
This additional information was received on 02/10/2017 as follows: the plaintiff allegedly received device implant via the right common femoral vein on (B)(6) 2006 as prophylactic for trauma. Plaintiff alleges the device is unable to be retrieved.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.